Event description:
High impedance was observed in programming history for this patient. On (B)(6) 2011, a system diagnostic was performed and resulted in high impedance. Normal mode diagnostic also resulted in the same results and the device was then programmed "off." It was again confirmed by the neurologist's office that high lead impedance was observed on patient's device and that the device was disabled it on (B)(6) 2011. There are no current plans regarding the vns and patient has not followed up with this neurologist since 2011.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Patient underwent explant surgery to remove vns. Per surgeon, there were no adverse events that led to this explanation.

Event description:
The explanted devices were believed to have been discarded.